Event description:
It was reported that the patient is experiencing 4 degrees of instability laterally on his left knee after his surgery. Patient states that he also has some clicking and that he only has a 0-20 degrees flexion.

Event description:
It was reported that the patient is experiencing 4 degrees of instability laterally on his left knee after his surgery. Patient states that he also has some clicking and that he only has a 0-20 degrees flexion.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices become available, this investigation will be reopened.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected implant date based on additional information. The patient is (B)(6). Medical records evaluation: ¿the left knee had a valgus deformity with lateral compartment disease prior to the total knee arthroplasty. This is associated with increased patella tracking problems and a greater challenge to ligamentous balancing intra-operatively. The claim of 0° to 20° of flexion noted in the event description is not confirmed by documented office visits through (B)(6), 2013. There is no evidence that the early post-operative complaints related to the left knee are the result of factors of faulty prosthetic design, manufacturing, or materials.¿

Event description:
It was reported that the patient is experiencing 4 degrees of instability laterally on his left knee after his surgery. Patient states that he also has some clicking and that he only has a 0-20 degrees flexion.